Event description:
The clinician reports the implant was inserted 2023-11-30 in ada 13. On 2024-04-03, loss of osseointegration was verified. The device was forwarded to the manufacturer. At the event the patient experienced: infection. No further patient complications were reported.